Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2004; 6945-65 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, bipolar lead impedance warning triggered (B)(6) 2016. It was also reported the ra lead under sensing on the atrial channel. Does not appear to influence device behavior. The ra lead remains in use. No patient complications have been reported as a result of this event.